Manufacturer narrative:
Additional narrative: DHR review was completed. Part no.: 03.010.046, lot no.: 3763628 . Manufacturing location: (B)(4). Release to warehouse date: 16.jun.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The percutaneous insertion handle (03.010.046) is routinely used during the insertion of femoral and tibial nails including those in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The returned insertion handle was examined and the complaint condition was able to be confirmed as the alignment tang was found to be broken and missing. The complaint condition was unable to be replicated due to manufacturing damage. Based on the complaint condition the device failed intraoperatively as the surgeon attempted to rotate the nail. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is applicable due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no mrrs ncrs, or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017, the insertion handle was used to insert a lateral entry femoral nail. During insertion into a tight canal, the surgeon rotated the nail and snapped the alignment tooth off of the insertion handle. The piece was removed and the surgery was delayed by fifteen (15) minutes. The nail was implanted. The procedure was completed successfully with no patient consequence. Concomitant devices reported: lateral entry femoral nail (part # unknown, lot # unknown, quantity # 1). This report is for one (1) percutaneous insertion handle. (B)(4).